Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a usm not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to starting a da vinci-assisted thoracic surgical procedure, error 23094 occurred during setup. The technical support engineer (tse) reviewed the logs and confirmed the error pointing to universal surgical manipulator (usm) 2 axis 2. The tse requested they restart the system with an emergency power off (epo) and it started up without error. The tse requested they move the arm around and the error returned. The tse suggested they use the system with three arms to continue. The surgeon initially agreed to continue with three arms; however, they called back to inform that the procedure was converted to laparoscopic surgery. It is unknown if ports were already placed at the time the decision was made to convert. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 23094. Logs showed error 23094 pointing to the pitch. When the pitch chipencoder virtual absolute (cva) pca was replaced with a gold one and retested, the error went away. The original pitch cva pca was reinstalled and the error returned. The unit went through more testing on a psc fixture test platform (pftp) with the gold pitch cva pca and passed all required tests.

Event description:
Refer to h10/h11 for follow-up information.